Event description:
Event of endoleaks from the extend-001 study (B)(4). On post operative day 224 (on (B)(6) 2025), patient (B)(6) had an event of endoleaks. Follow up imaging from on (B)(6) 2025 showed large endoleak extending from distal arch through distal descending thoracic aorta with further increasing aneurysmal sac. Treatment of the event included surgical procedure (left subclavian artery embolization with plus and relining thoracic endovascular aortic repair (tevar) as well as subclavian mesenteric artery (sma) stent extension). Patient outcome: the event was considered resolved with treatment and sequalae and the patient recovered. On (B)(6) 2026 and the patient was discharged on the same day (on (B)(6) 2026). The patient continued in the study.

Manufacturer narrative:
Clinical code: 4843 - clinical endoleak - an endoleak was reported to cause expansion of the aneurysmal sac. 4597 - aneurysm expansion - an endoleak was reported to cause expansion of the aneurysmal sac. Impact code: 4625 - additional surgery: treatment of the event included surgical procedure (left subclavian artery embolization with plus and relining thoracic endovascular aortic repair as well as superior mesenteric artery stent extension). The event was considered resolved on (B)(6) 2026 and the patient was discharged on the same day (on (B)(6) 2026). The patient continued in the study. Medical device problem code: 4074 - endoleak - follow up imaging from 28 oct 2025 showed large endoleak extending from distal arch through distal descending thoracic aorta with further increasing aneurysmal sac. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis a review of similar events associated with thoraflex hybrid devices in the last 4 years shall be performed and compared against the sales rate of thoraflex hybrid devices in the same time period. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.